Event description:
It was reported that the patient experienced urethral perforation in the left corpora with an inflatable penile prosthesis (ipp) cylinder. A surgical procedure was performed in which the existing device was removed and a single tactra cylinder was placed in the right corpora, leaving the left corpora without an implant while the patient heals. There were no device malfunctions associated with the explanted device and the patient fully recovered following the procedure.